Manufacturer narrative:
The subject device is not expected to be returned to olympus, and the lot number for the device was not provided. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A nurse at the user facility reported that the disposable biopsy forceps were accidentally put into the instrument channel port in the patient¿s body instead of the intended endo jaw biopsy forceps, during a colon examination. The user noticed something strange and then took the device out and discovered it was the wrong product. The procedure was completed by replacing the device with the correct product, with no impact to the patient. It was noted that the size, shape, and color of the contents are very similar, and it was difficult to distinguish between the devices at a glance. The customer requested changing the color of the handle, or packaging to prevent accidental opening of the bag.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. Based on the results of the investigation, it¿s likely inadequate device handling by the facility might have contributed to the reported event. A final root cause of the event was unable to be identified. The following is included in the instructions for use: ¿these instruments have a larger cup size than other biopsy forceps for use in 2.8 mm channels. As a result, they could cause more patient bleeding and/or perforation. Use these instruments only after full consideration of its indications for use, applicability to the procedure and clinical risks. Before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, for example: posing an infection control risk; causing tissue irritation, perforation, bleeding, or mucous membrane damage. It may also result in more severe equipment damage. Do not use an instrument after the expiration date displayed on the sterile package. Doing so may pose an infection control risk or cause tissue irritation.¿. Olympus will continue to monitor field performance for this device.